Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor arm failed self-test. Customer¿s blood glucose level was 180 mg/dl. Customer states that they was unreachable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. However, insulin pump alarmed rf pic failed selftest during self test due to y-1 defect.